Event description:
It was reported that this right ventricular lead was explanted due to dislodgement. Physician did not want to reposition so another lead was successfully placed. Tissue was noted on helix when removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. The dislodgement allegation was not confirmed due to evidence from the field and product analysis were insufficient to verify dislodgement. The contamination issue at user location allegation was confirmed, visual inspection noted the helix housing being clogged with dried blood/body fluid and tissue.